Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device had achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, post procedure the pt presented to the hospital with an infection at the arteriotomy site. Two surgeries were performed to treat the tissue tract infection. The pt was also given antibiotics. Reportedly, the artery was not affected by the infection and the suture remains in place in the artery. The pt is reported to be a polysubstance abuser and the physician stated he felt the pt may not have followed all the suggested procedures for after care, but could not confirm this. There were no reported adverse pt sequelae. Though requested, no add'l info was available.